Event description:
Had essure implanted in (B)(6) 2013 after going thru a high risk pregnancy. Have very bad headaches, blurry vision, lower back pain, pain during intercourse, and ovarian cyst that ruptured. Had been in there months before I found out that I'm pregnant. Currently going through high risk prevention. Requested to have it removed.